Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had problem "with no longer responds, per the report "there is no image , nothing was showing on the screen at all ". The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.

Event description:
It was reported the subject device had problem "with no longer responds, per the report "there is no image , nothing was showing on the screen at all ". The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
E1 address-(B)(6). The subject device was received and the evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation .